Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ chemo tubing broke and leaked. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. It was reported that the chemo tubing broke while priming which resulted in minimal leakage. Verbatim: unfortunately, we had a chemo tubing break that was primed with chemo this am. Pharmacy is holding onto the tubing for pick up.

Event description:
It was reported that unspecified bd¿ chemo tubing broke and leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the chemo tubing broke while priming which resulted in minimal leakage. Verbatim: unfortunately, we had a chemo tubing break that was primed with chemo this am. Pharmacy is holding onto the tubing for pick up.

Manufacturer narrative:
Investigation summary: a sample was received and investigated by out quality team. The separation was immediately noticed and the customer's complaint of separation has been verified. Visual analyses under microscope was then employed and there was a clear lack of solvent at the tubing fitment. The root cause of this failure is lack of solvent. A device history record review could not be performed because a model or lot number was not provided by the customer.